Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 11-173662, m2a 38mm mod hd std nk, lot: 958630, part: 15-105054, m2a 1 pc shell 38mmx54mm, lot: 827800, part: unk, 13xl 47 mm lateralized taperlock femoral porous coated stem, lot: 726140. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2014-05466.

Event description:
It was reported that a patient underwent tha and subsequently was revised twelve and a half years later due to pain, swelling, inflammation, metallosis, damage to surrounding bone and tissue and lack of mobility. No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.